Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the surgeon performed a laparoscopic partial resection of the rectum using hem-o-lok, which became dislodged after a period of time of clamping". The patient's current condition is reported as "good".